Manufacturer narrative:
Contractor sg, merkulov a, bhatti w, lee m, gardner k. Penetration of günther tulip filter struts through an introducer sheath: case report and safety concerns. Journal of vascular and interventional radiology. 2009;20(8):1093-1095. Doi:10.1016/j.jvir.2009.04.068. (B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure with a gunther tulip femoral vena cava filter set, the inferior vena cava (ivc) filter mal-positioned partially in the right common iliac vein. A new filter was placed in the ivc above the first device, followed by retrieval of the mal-positioned filter through the new filter. No additional details have been received.